Event description:
It was reported that this implantable device exhibited oversensing on the right ventricular (rv) lead. An x-ray was performed and the lead was found to be in the same position of the initial implant. The physician opted to replace both products. The device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable device exhibited oversensing on the right ventricular (rv) lead. An x-ray was performed and the lead was found to be in the same position of the initial implant. The physician opted to replace both products. The device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.